Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. This is 1 of 4 patients. The following information was provided by the initial reporter: ¿IV tubing is intraining air when open to free drip/bolus in or. Today noted tubing and chamber full of air when bag empty. I have noticed this happen to 4 patients in the last week. Air in someone getting to the tubing. Luckily each time, I noticed this so air did not get injected into patient vein. However. 5 ml of air was aspirated with syringe.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that IV tubing is entraining air when open to free drip/bolus in or. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. This is 1 of 4 patients. The following information was provided by the initial reporter: ¿IV tubing is intraining air when open to free drip/bolus in or. Today noted tubing and chamber full of air when bag empty. I have noticed this happen to 4 patients in the last week. Air in someone getting to the tubing. Luckily each time, I noticed this so air did not get injected into patient vein. However. 5 ml of air was aspirated with syringe.